Event description:
It was reported that closure of a heavily calcified right common femoral artery was attempted with a proglide device after a diagnostic procedure using a 6f sheath. Reportedly, slight resistance was felt initially while advancing the device in the vessel. After the suture was deployed and lever was closed, the device could not be removed. Several attempts were made to retract the foot plate, however the device then broke into two separate pieces and the distal guide was stuck in the vessel. Manual compression was held for two hours until a cutdown was performed to remove the device. Some vessel damage was noted and repaired during the surgery. Hemostasis was ultimately achieved with suturing during the surgery. The patient had to stay overnight after surgical repair. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of tissue injury is listed in the proglide instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. The investigation determined the reported difficulties, subsequent patient effect and treatments appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment medwatch report #mw5114987.

Event description:
User facility medwatch (mw5114987) report received that states "perclose prostyle fractured before deployment. The footplate of the device would not allow for the device to be manipulated to be removed. Required surgical removal."